Manufacturer narrative:
The probable cause of error c-83 is attributed to the instrument interface (iif) not responding at a proper time.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed and found to the reported issue was confirmable using system logs; significant number of 1-88 and 1-89 errors logged on 12/19/2025 and 1/5/2026. C-83 errors logged on 12/18 and 12/19/2025 likely related and of concern. Inspection during fa process was able to find errors in erbe logs that match the timeframe and fault condition reported, but were unable to replicate on site; c-00 errors in erbe logs from 1/5/2026 corroborate with event. 1-xx errors will be logged as c-00 errors after erbe is rebooted. Unit tested on system, no errors present on startup. All operations successful via all ports. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The root cause of the reported event could not be determined.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the customer experienced multiple error messages on the integrated electrical surgical unit, specifically error 1-89. The customer also noted that the patient side cart (psc) stalled when trying to drive it. The customer attempted to reboot the erbe system, but the issue persisted. The technical support engineer (tse) recommended trying another port on the erbe or replacing the energy cord. Despite these efforts, the errors continued, and the field service engineer (fse) later identified multiple errors in the erbe system logs, including c-00 activation interrupts. The procedure was completing as planned with no reported injury.